Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device had no screen image and no sound. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the conditions was the water damage to the display, input/output (I/o) board, processor board, and rear case. The display, I/o board, processor board, and rear case require replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no screen image and no sound during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.